Event description:
(B)(4) - no serious injury alleged. Malfunction alleged. Per dealer, the joystick does not come back to neutral when in the three o'clock position. It happens when going up a ramp. The chair would roll backwards. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.